Manufacturer narrative:
Initial.

Event description:
It was reported that after a dexcom g7 continuous glucose monitor (cgm) sensor change, the ilet bionic pancreas did not pair due to the user entering an incorrect pairing code; the user was guided to enter the correct code and pairing was initiated, consistent with an improper procedure and a non-applicable device component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to entering the wrong pairing code. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.